Event description:
It was reported that "several dissecting tools f2/8ta23 had broken during craniotomy exposure." It was reported that there was no patient impact.

Manufacturer narrative:
No evaluation was possible as the dissecting tools were discarded by the hospital. No additional tools from the same manufacturing lot are available for evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.